Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2, suspected type ii endoleak, and type iiia endoleak are unconfirmed. This is not consistent with the reported adverse event/incident. The initial procedure is off-label due to concomitant device usage. (Vbx stent in bilateral renal arteries and right common iliac artery and gore excluder cuff in the thoracic aorta). It is unclear if these concomitant products contributed to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date of received by manufacturer. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
An emergency evar (endovascular aneurysm repair) procedure was performed. The patient received an afx2 bifurcated stent graft and two (2) afx vela suprarenals. A possible type 1b endoleak was observed during the angiography, and additional devices were added, gore cuff (non-endologix) and a gore viabahn vbx (non-endologix) but the issue persisted. An angiography was performed again, revealing a possible type 3b endoleak. During the post-operation check, the intraoperative type 3b endoleak was resolved, but a new type 2 or 3a endoleak was observed at the junction between afx2 and vela. The physician scheduled a computerized tomography (CT) scan and a re-intervention will be considered based on the result.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.